Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirmed based on evaluation of the provided imagery. The available information suggests that patient factors (calcification) likely contributed to the event as per provided information, calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint withdraw difficulty was confirmed based on evaluation of the provided imagery. The available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint balloon separation was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Additional pull force/excessive device manipulation during device withdrawal could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In this case, the reported withdrawal difficulty and subsequent separation of components were cascaded events resulting from a balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 23mm sapien 3 ultra in the aortic position by transfemoral approach. At the end of the valve deployment, the balloon burst. The valve was successfully implanted and the delivery system was removed through the esheath after some high force. The esheath was torn and a piece of the balloon inflation material was detached. The patient did not experience any injury. As per images provided, it was confirmed that the esheath liner appeared to be torn, the balloon was radially and longitudinally torn and a piece of balloon inflation material was detached from the system.